Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and was removed. The posterior capsule tore. The incision was not enlarged. A three piece lens was implanted and sutures were used to close the wound. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of this event could not be determined. #(B)(4).